Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they kept forgetting to charge their implantable neurostimulator (ins); they let it go low and then it wouldn¿t recharge. When the patient turned it on to make it work, their arm and hand would spaz ¿big time¿ if they moved a certain way. The patient stated that eventually they just lived without it and life went on. The patient didn¿t want the piece in their neck removed in fear of causing more problems. However, the patient stated that they would like the ins, which was implanted in their hip, removed. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for radicular pain syndrome(radiculopathies). It was reported that the patient hadn¿t used therapy in over 10 years and stopped using it because it stopped working for the patient. It didn¿t do a lot of good and if the patient moved their arm a certain direction, their arm would start ¿spazzing¿ real bad and if the patient turned it up it got worse and if they turned it down, it wouldn¿t work. The patient had no intention of using therapy again. The patient was getting poor communication on the programmer, was unable to connect with the recharger, and hadn¿t charged in years. The patient didn¿t charge because their husband got sick and therapy wasn¿t helping so they forgot to charge and then it wouldn¿t charge again.